Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During implant, a long sheath was utilized. The physician attempted to advance the impella up the descending aorta and was unable. The sheath kinked. An aortogram was performed, showing plaque burden in descending where the impella was getting stuck. No issues putting pigtail and wire in (left ventricle) lv prior to the impella. Decision made to abort procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the device passed all incoming inspection checks. The cause(s) of the reported failure to advance was determined to be patient condition as the patient had plaque and calcification of vessels preventing successful delivery of impella. Regarding the kink, the cause was determined to be patient condition as well as the patient had plaque and calcification of vessels. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction: section e1 (initial reporter) was not fully populated in the initial report. This section has now been updated and completed to include all required information. Correction: the g1 manufacturing site name and address provided in the initial report was entered incorrectly. These fields should reflect the same information as g1 manufacturer contact name, facility, and address.